Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states that he replaced the cam lock kit back in may and now the brass bushing in that area is shattered and gone.